Event description:
Related manufacture reference number: 2017865-2023-10895. It was reported that the patient presented during clinic follow-up. Upon interrogation, it was noted that the atrial lead exhibited noise oversensing causing pacing inhibition and the right ventricular lead had fractured. Both lead were capped and replaced on 7 feb 2023. The patient was in stable condition.